Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08802. It was reported that when the patient presented in clinic for a follow up, noise on the right ventricular (rv) lead and high impedance on the right atrial (ra) lead were observed. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. Internal insulation abrasion was noted breaching the rv cable lumen underneath the rv shock coil at 6.3-6.5 cm from the distal tip. The etfe cable coating of one rv cable was abraded in this location. Internal insulation abrasion was noted breaching all the lumens at 7.4-8.8 cm from the distal tip. The etfe cable coating of one re cable was abraded in this location. One re cable was broken/separated and procedural damage to lead insulation was also noted in this location. Internal insulation abrasion was noted breaching the all the lumens at 9.2-9.9 cm from the distal tip. The etfe cable coating of the cables were not abraded while procedural damage to lead insulation was noted in this location. Ptfe liner was not noted in this location. Internal abrasion was breaching the rv and inner coil lumens at 13.0-13.9 cm from the distal tip. The etfe cable coating was not abraded in this location. Ptfe liner was not noted in this location. The cause of the reported event of noise was isolated to the abrasion of the etfe cable coating to the one ring electrode cable and exposure of the inner coil.